Manufacturer narrative:
Examination of the returned locking ring could not confirm the report. The device was returned in used condition making meaningful dimensional evaluation impossible. There are several gouges in the material around the chamfered edge. It should be noted, the liner was not returned. A search of the complaints databases identified no other reports against the product/lot code combination. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions with the information made available. Corrective action has not been indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Upon inserting the new constrained liner 32 x 52mm, and reducing the hip, surgeon found it very difficult to secure the locking ring on the constrained liner. The hip was well reduced, the chamfered edge was towards the acetabular shell and there did not appear to be any soft tissue impingement. Eventually we opened another liner and used the locking ring from that, which attached quite easily.